Event description:
The account alleged that the left siderail end tube is broken and the siderail will not latch. No report of injury.

Manufacturer narrative:
The account replaced the siderail end tubes to resolve the issue.